Event description:
Customer reports, 8 fr weighted feeding tube removed after tube feedings suctioned from tracheostomy. Distal end of tube broken off and remained in pts stomach. Due to aspiration, pt's o2 saturation dropped from 98% to 94%. Bronchoscopy was performed to rule out aspiration. Results were unremarkable. Remnant tube was said to look as if it ballooned out and ruptured. Reportedly, excessive pressure was applied to the feeding tube. Remnant tube inadvertently discarded.